Event description:
Approx 2mm of the tip of an instrument missing at the completion of the surgery. Surgeon believes if pt retained foreign body, the fragment is in a location that would not cause harm. It is unk if pt retained foreign body, location of fragment is unk.

Manufacturer narrative:
User facility will follow-up if add'l info becomes available.